Event description:
It was reported that at a recent follow-up appointment, this implantable pacemaker was unable to be interrogated and there was no observable response to a magnet. The physician also observed that the patient's pacing rate was lower that the programmed lower-rate-limit, and suspected that the device's battery had prematurely depleted. There was no evidence of pacing inhibition and no adverse patient effects were reported. A device replacement procedure is anticipated to resolve the event. At this time, the pacemaker remains implanted.

Event description:
It was reported that at a recent follow-up appointment, this implantable pacemaker was unable to be interrogated and there was no observable response to a magnet. The physician also observed that the patient's pacing rate was lower that the programmed lower-rate-limit, and suspected that the device's battery had prematurely depleted. There was no evidence of pacing inhibition. Recently, the physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Event description:
It was reported that at a recent follow-up appointment, this implantable pacemaker was unable to be interrogated and there was no observable response to a magnet. The physician also observed that the patient's pacing rate was lower that the programmed lower-rate-limit, and suspected that the device's battery had prematurely depleted. There was no evidence of pacing inhibition. Recently, the physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically observed premature battery depletion. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes).